Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination of the device found the device was returned with the stent dislodged from the balloon. The stent was returned and it was noted that it was stretched and damage along its length. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The tip of the device was damaged (jagged like edge). This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. No kinks or damage were noticed along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The 90% stenosed lesion being treated was located in the moderately tortuous proximal left circumflex (lcx) artery. The physician implanted a taxus element stent in the proximal to mid left anterior descending (lad) artery and then a 13x3.5mm non-bsc stent in the left main trunk of the lcx. The target lesion was predilated with a 3.5x12mm balloon. The 3.5x12mm promus element stent delivery system (sds) was advanced and upon removal of the sds the stent dislodged. The stent was retrieved with a snare. The procedure was completed with a different device. No further complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The 90% stenosed lesion being treated was located in the moderately tortuous proximal left circumflex (lcx) artery. The physician implanted a taxus element stent in the proximal to mid left anterior descending (lad) artery and then a 13 x 3.5 mm non-bsc stent in the left main trunk of the lcx. The target lesion was predilated with a 3.5 x 12 mm balloon. The 3.5 x 12 mm promus element stent delivery system (sds) was advanced and upon removal of the sds the stent dislodged. The stent was retrieved with a snare. The procedure was completed with a different device. No further complications were reported and the patient's status is good.